Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that t-wave oversensing (twos) was exhibited with the right ventricular (rv) lead, and the device capture management was not working. In addition, it appeared that device pacing was below the programmed lower rate. The physician chose to monitor the issues closely. The device and rv lead remain in use. No patient complications have been reported as a result of this event.